Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The catheter was thrown out in the operating room.

Manufacturer narrative:
Other relevant components include: product ID: 8780, lot#: unknown, product type: catheter.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 2864 mcg/ml at a dose of 6000 mcg/day, ropivacaine (naropin) 7637, 2 mcg/ml at a dose of 16000 mcg/day, and prialt/ziconotide 1,8 mcg/ml at a dose of 3,7712 mcg/day via an implantable pump. During device follow-up and refill visit, the expected drug volume was 10.8 ml and 23 ml were removed. This was the second time there was a volume discrepancy at a refill visit. Initial event date was being clarified. Environmental, external, or patient factors that might have led or contributed to the event were reported as ¿na¿. As the patient did not feel uncomfortable, the volume discrepancy will be checked at the next follow up visit. The physician will decide which actions to put in place. The pump and catheter remain implanted. At the time of the report, the issue was not resolved and the patient status was reported as alive no injury. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID 8780 implanted: explanted: (B)(6)2017 product type catheter product ID 8780 implanted: explanted: (B)(6)2017 product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The lot number of the catheter was not known. The implant date of the pump was provided as "(B)(6)17," however, this is after the use before date of (B)(6)2016 and is in the future. Additionally, the implant date of the catheter was provided as "(B)(6)17," a date also in the future. Both of these implant date discrepancies would be followed up for. The first volume discrepancy occurred in (B)(6)2017; the expected volume was 10.3 ml, and 14 ml were removed. It was decided to replace the pump. During the procedure the hcp discovered the pump segment was bent, so it was also replaced. This occurred on (B)(6)2017. The next scheduled visit was on (b)(602017. The patient needed a smaller dose to get efficacy, and it was noted the patient was well.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, lot# unknown, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the pump was corrected to (B)(6) 2015, and the implant date of the catheter was corrected to (B)(6) 2015.